Event description:
Twenty seven minutes after the pt was placed on bypass, the head of the pump stopped pumping. The perfusionist utilized the hand crank. The head was exchanged. There was no change. Hand cranking continued. The oxygenator was replaced with no change. Hand cranking continued. The pump pack was exchanged with no change. The first head was then replaced and functioned properly. Total pump failure time was 10 minutes. There was no adverse pt outcome and the pt was discharged home on post op day four in good condition. (Also see 1004738, 1004740.)